Event description:
Post op findings: malfunctioning ventricular lead, end of life, pacemaker battery6 procedure: replacement of pacemaker battery, replacement of ventricular lead. Findings: unacceptably high threshold for ventricular lead.